Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify frozen screen anomaly due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had frozen display. The customer's blood glucose level was unknown. The customer reported that there was response from button. Customer reported that the time clock advances. Customer reported that the screen was not completely blank. No alarms occurred during or after the time that the buttons were not responding. Insulin pump buttons began to work in less than 5 minutes without battery change. The customer reported that all the buttons were responding. The customer was advised to revert to back up plan. The device will be returned for analysis.